Manufacturer narrative:
The biomedical engineer (biomed) reported that the issue was discovered while the device was being setup for a patient's use. The biomed reported that no delay in therapy occurred. The customer replaced the cable and the power switch overlay and power management (pm) printed circuit board assembly (pcba) but this did not resolve the issue. Then the user interface (ui) pcba and cable but the issue was not resolved. The customer states the battery was replaced and charged, and the unit was tested. The unit was returned to service.

Event description:
The customer reported advised "alarm light emitting diode (led)" error in the significant error logs. The device was not in use on a patient. No patient or user harm was reported. The customer reported alarm light emitting diode (led) lights when powering on the unit. The customer replaced the power switch overlay and the power management (pm) printed circuit board assembly (pcba). The remote service engineer advised replacement of the (ui) (pcba). The customer replaced the cable and the(ui) user interface (pcb) printed circuit board to resolve the issue. The unit was tested and it was returned to service.